Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04440. The patient received his scs system on (B)(6) 2011. It was reported the patient was diagnosed with a spinal infection two weeks post implant. The sjm representative was not notified. The patient's scs system remains implanted. The patient was admitted to a rehabilitation facility for IV antibiotic treatment. Follow up determined the patient was released from the facility, and the infection was reported to be under control. The physician did not feel the cause of the infection was device related. The patient reported some remaining instability. The sjm representative encouraged the patient to contact his physician with any issues.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.